Event description:
It was reported that the patient contacted support while attempting to perform a supply change and experienced difficulty removing the connector adaptor. The patient stated that they were preparing to eat and, due to the difficulty removing the connector adaptor, chose to disconnect from the device and administer a manual insulin dose to assist with blood glucose management. The patient indicated they planned to wait approximately two hours before calling back for assistance with reconnecting. The patient reported that the connector adaptor was difficult to remove but could still be connected and disconnected. The agent arranged to send an additional box of connector adaptors from a different lot to determine whether this would resolve the issue. The patient reported that blood glucose levels were not affected during this event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.